Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of ¿power button was not powering off¿ was confirmed. The power supply switch was faulty which caused power supply issue. The issue of ¿horizontal squiggly line when connected¿ was not confirmed. There was a moisture stain and lint debris on the video connector pins, which may have contributed to the issue when the pins were still wet. The printed-circuit board had an intermittent eject button failure present. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, at the end of a diagnostic colonoscopy procedure, the evis exera iii video system center presented a horizontal squiggly line when connected and the power button was not powering off. The intended procedure was completed with the same device with no surgical delay. No other devices were involved in the event. The device was inspected prior to use and was working properly. No patient harm reported. During the evaluation of the device, it was noted the power switch failed. This report is to capture the reportable malfunction of failed power switch noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the investigation results, the cause of the power supply switch failure likely occurred from a faulty power supply board. The specific root cause of the faulty board could not be determined at this time. Olympus will continue to monitor field performance for this device.